Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a yellow discharge from the implant site due to infection. The patient was admitted and cultures taken. The complete implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). During deployment of the new device it was recaptured due to non capture. The device was attempted / not used and replaced. No further patient complications have been reported as a result of this event.